Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject devices. Two (2) speed 11x10x10mm implants (part number se-1110 / lot number bmese160205 and bmese160328) were received with the complaint condition of ¿does not/will not function: will not advance.¿ it was reported that two bme speed staples pulled out. Upon releasing and tamping down the staple, it pulled out. A second attempt with another staple was performed and the same issue occurred. The staples were easily retrieved. A device history record (DHR) review and device inspection were performed by bme as part of this investigation. The complaint condition is unconfirmed as the implants were found to pass dimensional inspection. No manufacturing related issue was identified and/or confirmed. No new malfunctions were observed during the course of this investigation. The device was sent to bme for investigation. DHR review: part: se-1110 / bme, lot: bmese160205 /manufacturing date: june 15 2016. Part: se-1110 / bme, lot: bmese160328 / manufacturing date: october 19 2016 . Parent bme, lot: 1512120169 / manufacturing date: may 6 2016 . The ncmrs were reviewed and determined to be unrelated to the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Both staples were dimensionally inspected using the keyence system. Both implants passed dimensional inspection. In conclusion, the bme investigator confirmed that the details of the complaint support the complaint description. However, as the intraoperative conditions cannot be replicated and the implants were found to pass dimensional inspection the overall complaint condition is unconfirmed. A root cause could not be definitively determined as the implants were found to pass dimensional inspection. Additional surgery information was received from reporter. It was reported that the doctor stated the patient had poor-quality bone, so the staples would not grip to it. One (1) speed drill kit s-200qd (part dk-200 / reported lot bmedk160178) and one (1) speed/titan implant sizing guide (part sg-1 / reported lot bsg160456) were returned as concomitant devices without an alleged complaint condition. Upon visual inspection there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on these devices. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(4). A device history record (DHR) review was performed on part number: se-1110, bme lot number: bmese160205, lot expiration date: may 18 2021, supplier lot number: n/a, manufacturing date or release to warehouse date: june 15 2016, supplier: n/a. Non-conformance (nc), no relevance to complaint condition. Non-conforming material report (ncmr) was generated during production for lot bmese160205 for forty-three (43) drill guides breaking during the assembly process. Ncmr was generated for this same lot for three (3) implants that fell to the floor during the assembly process, this implants were scrapped. These non-conformances are not relevant to the complaint condition since this complaint refers to two implants failing during surgery and these complaints are for nonconforming drill guides and a human error. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. DHR review (parent lot): part number: se-1110, bme lot number: 1512120169, lot expiration date: n/a, supplier lot number: n/a, manufacturing date or release to warehouse date: may 6 2016, supplier: n/a. Non-conformance (nc), no relevance to complaint condition. Ncmr was generated during production for lot number 1512120169 for forty-six (46) implants failing dimensional post-edm inspection, implants were sent to normal processing and passed final dimensional inspection. This non-conformance is not relevant to the complaint condition since all affected implants were brought to meet acceptance criteria. Ncmr # was generated for six (6) implants showing oxide stains during final visual inspection. This non-conformance is not relevant to the complaint condition since it was generated for an aesthetic issue and this complaint addresses a functional issue. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two bme speed staples pulled out. Patient underwent a calcaneal osteotomy for a deformity correction on (B)(6) 2017. A speed titan implant sizing guide was used to measure the how wide the staples need to be. After determining the size, a speed drill kit was used to drill the hole. There were no reported issues during drilling. Upon releasing and tamping down the staple, it pulled out. A second attempt with another staple was performed and the same issue occurred. The staples were easily retrieved. Surgeon abandoned the plan and switched to the standard k-wires/pin treatment. A five minute surgical delay was noted due to getting the k-wire/pin equipment. The surgery was successfully completed without requiring other medical intervention. Patient status/outcome was reported as stable. Concomitant devices reported: speed drill kit s-200qd (part# dk-200, lot# bmedk160178, qty 1). Speed/titan implant sizing guide (part# sg-1, lot# bsg160456, qty 1). This is report 1 of 2 for (B)(4).